Event description:
Boston scientific received information that this patient experienced a pause in pacing of five and a half seconds post implant procedure of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Oversensed noise was also exhibited on the rate/sense portion of the rv lead, some of which was recreated through testing with the patient. Later the following night, the patient received inappropriate anti-tachycardia pacing from the system due to the noise. A revision procedure was performed and blood was found to be in the header of the ICD via the seal plug, which was likely induced during the implant procedure as the physician had difficulty initially implanting the rv lead due to patient anatomy. The ICD was successfully explanted and replaced while the rv lead was repositioned and used with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.